Manufacturer narrative:
The referenced scope was returned to olympus for evaluation. A visual inspection was performed on the received condition of the bending section on the scope and confirmed the bending section adhesive were missing at the distal end section; approximately 60% of the adhesive was missing. There were sharp edges and cracks noted on the adhesive. The insertion tube side of bending section adhesive was completely missing and exposing the metal bending mesh. In addition, the bending section adhesive on the insertion tube side was inspected under a microscope and noted lines/markings on the bending mesh surface. The distal end cover was inspected and noted dents on the edge and missing adhesive on the objective lens. The outer cover of the insertion tube was observed to be lifting at the missing adhesive section. An olympus brush (bw-15b) was inserted into the biopsy channel and no anomaly was noted; a smooth passing was observed and there were no debris coming out of the channel during the brush passage. The scope did not pass the leak test as the scope was found leaking at the switch unit/control body and from the bending section. According to the servicing history records, the scope was purchased on (B)(6) 2017; this is the first time the scope was returned for service. The scope ID registered a total accumulation of 69 uses / 4781 minutes running time. Based on the evaluation, the potential cause of the reported event could be attributed to (unintended) user handling / operational error and or possibly chemical damage during the reprocessing process which can deteriorate the adhesive overtime causing it to break off. The instruction manual for use provides warning and cautions which states: the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.2, ¿troubleshooting guide¿. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed by the user facility that the patient was brought to the operating room for a tracheostomy (trach) and percutaneous endoscopic gastrostomy (peg) tube placement. The doctor placed a size 6 shiley trach tube and then the doctor performed a bronchoscopy through the trach tube. The doctor asked for a smaller bronchoscope because the subject scope¿s rubber coating on distal end was breaking off into the patient's lungs. The doctor proceeded to place the peg tube while waiting for a smaller scope. A smaller unspecified scope was brought over and the doctor used it to retrieve the scope fragment that broke off in the patient. After the doctor finished, the doctor decided to change the size 6 shiley trach tube out with a size 8 shiley trach tube so that the cardiovascular intensive care unit would not have any issues performing bronchoscopy on the patient. There was no patient injury reported. No additional information was provided.